Event description:
Meter was reading inaccurately low. About two weeks ago, the pt had tested on their pt's meter with a result of 186 mg/dl. It is unknown if pt was experiencing any symptoms at that time. Pt took pt's "normal amount of insulin" (amount not provided) after the test. A 1/2 hour later at a convenience store. Pt became sweaty and passed out. The paramedics were called and their meter result was 5 mg/dl. The pt was placed on an IV. There is no further information provided regarding the event. It is unknown if pt was taken to the hosp. During troubleshooting, it was discovered that the pt's test strips had expired about two years agp and pt was not cleaning the meter according toe the owner's manual. Therefore, there was user error involved. A control solution test was not performed since the test was not performed since the test strips were expired. The pt had never used the control solution. Spouse had further stated that the meter was reading low even through the results of 186 m/dl was higher than recent readings. Results such as 34 mg/dl, and 411 mg/dl were also provided,however, it is unknown when the these tests were done. It was also verified that the meter was in the correct unit of measurment(mg/dl). Based on the information provided, there is no indication that the product has malfunctioned. However, this is use error involved, which may have contributed to the hypoglycemia. It is unknown if the pt would have taken less insulin had the meter provided a lower result prior to the event. Therefore, this case is reported as an adverse event. The pt was upgraded to a one touch ultra system.